Event description:
It was reported that the device reached eri prematurely. The patient was asymptomatic. Review of remote transmission noted unexpected drop in battery longevity. Device was explanted and replaced without adverse event. The patient was stable before, during, and after the procedure. Patient will continue to be monitored.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, non-shorting lithium clusters were found. The presence of non-shorting lithium clusters is normal and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion is undetermined.